Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results 105 mg/dl and 238 mg/dl. L1 quality control was run and out of range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.